Event description:
A cobalt chrome, total hip revision that was implanted in 2000, fractured inside the femoral bone. The fracture occurred approximately 3 inches below the shoulder of the femoral stem and did not fracture the femur bone. The implant had to be removed and replaced and required a 10 1/2 hour surgery. There is no explanation as to why the implant fractured. The fact that the femur bone did not fracture, indicates that it was not caused by trauma.